Manufacturer narrative:
Calibration and qc were acceptable. The samples were requested for investigation.

Event description:
The initial reporter alleged an increase in positive results for multiple patient samples tested on a particular reagent lot of elecsys toxo igm (toxo igm) on a cobas e 801 module. Questionable result data was provided for 10 patient samples. Refer to the attached data for the patient results. No questionable results were reported outside of the laboratory. The e801 module serial number was (B)(6).

Manufacturer narrative:
Section d4, expiration date was updated. Nine patient samples were received for investigation. The customer's toxo igm results using reagent lot 671956 were reproduced. For sample ID (B)(6): the toxo igm result using lot 671956 was 0.979 coi (indeterminate). The toxo igm result using lot 652164 was 0.667 coi (negative). For sample ID (B)(6): the toxo igm result using lot 671956 was 0.903 coi (indeterminate). The toxo igm result using lot 652164 was 0.853 coi (indeterminate). For sample ID (B)(6): the toxo igm result using lot 671956 was 1.38 coi (positive). The toxo igm result using lot 652164 was 0.727 coi (negative). For sample ID (B)(6): the toxo igm result using lot 671956 was 0.842 coi (indeterminate). The toxo igm result using lot 652164 was 0.702 coi (negative). For sample ID (B)(6): the toxo igm result using lot 671956 was 0.962 coi (indeterminate). The toxo igm result using lot 652164 was 0.835 coi (negative). For sample ID (B)(6): the toxo igm result using lot 671956 was 0.910 coi (indeterminate). The toxo igm result using lot 652164 was 0.563 coi (negative). For sample ID (B)(6): the toxo igm result using lot 671956 was 0.891 coi (indeterminate). The toxo igm result using lot 652164 was 0.244 coi (negative). For sample ID (B)(6): the toxo igm result using lot 671956 was 1.07 coi (positive). The toxo igm result using lot 652164 was 0.248 coi (negative). For sample ID (B)(6): the toxo igm result using lot 671956 was 2.01 coi (positive). The toxo igm result using lot 652164 was 0.230 coi (negative). The investigation results indicate reagent lot 671956 has a reduced specificity. The 9 patient samples underwent interference testing. For sample ID (B)(6): further investigation confirmed interfering antibodies (igm-class) against the spatial structure of the standard ruthenium label of the assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No interference was identified in any of the other patient samples. The 9 patient samples were tested using the platelia toxo igm assay. Sample ID (B)(6) result was 1.24 coi (positive). All other patient samples had results between 0.036 coi (negative) and 0.318 coi (negative. The 9 patient samples were tested with an elecsys toxo igm kit using a different lot of antigen specifier. Sample ids (B)(6) showed indeterminate or positive results using the antigen specifier lot for reagent 671956. These samples were negative when testing was performed using 3 other antigen specifier lots. The investigation data indicate the reduced specificity for these 5 patient samples was caused by an unspecific antigen specifier lot. Internal investigations have confirmed a decreased specificity for this reagent lot, still performing within the product specifications. The specificity is within the claimed range. The reagent performs within specification. The investigation did not identify a product problem.